Manufacturer narrative:
The insulin pump was received with down arrow button did not respond due to unlock on j2/lcd keypad connector. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm, data on download test due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had high blood glucose. Customer's blood glucose value was 13.5 mmol/l at the time of the incident. The customer treated with manual injection. The customer was assisted with troubleshooting. Customer will return device for analysis.